Manufacturer narrative:
The manufacturing lot # is unknown.

Event description:
A gore propaten vascular graft used for a-v access, was implanted in 2007, the graft was removed due to infection. The graft was not returned to gore.